Manufacturer narrative:
Failure analysis noted that the pump had no button response and button error alarm due to corroded keypad traces. There was moisture damage on the electronics. They were unable to verify the unexpected alarm due to no button response. There was no blank display during testing. The pump had scratched display window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 2.8 mmol/l at the time of incident. The customer's mother stated that her daughter's pump alarmed unexpected restart and button error. She changed the battery and the unexpected start alarm came up. She was unable to clear the alarm because the buttons were not responding due to the button error. She stated that the pump was probably exposed to humidity and there was a small amount of condensation under the screen. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.